Event description:
Pt stated the machine is not suctioning. Did water test: unit failed. Placed order for new kit. RMA done. Send bio box. It's unclear if lot number was requested. Used with female wicks. Trouble shooting did not resolve the issue. Patient email address: (B)(6).

Manufacturer narrative:
The reported event was confirmed, cause unknown. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (pump tubing, collection canister with lid, and external power cord). There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. Once the device was opened up, there was slight residue on the base and the rim. Further inside, there was heavy residue and a small amount of corrosion on the returned pcba. There was also heavy red and orange residue in the inner tubing next to the motor. Functional evaluation of the returned sample noticed the device failed tm0301240, revision 3 with a value of 0.614 slpm at device start and 0.666 slpm at 10 seconds with the returned pcba and battery. The device failed tm0301240, revision 3 with a value of 0.644 slpm at device start and 0.659 slpm at 10 seconds with the in-house pcba and returned battery. The device failed tm0301240, revision 3 with a value of 0.656 slpm at device start and 0.661 slpm at 10 seconds with the in-house pcba and battery. An in-house collector tubing with elbow connector was used for testing. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Instructions for use were reviewed and found adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.